Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose over 500 mg/dl with large ketones and nausea associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and was treated in the emergency room with IV fluids for diabetic ketoacidosis. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2015 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. The last basal delivery was on (B)(6) 2015 at 7:34pm. An empty cartridge alarm was unacknowledged for 12hr on (B)(6) 2015 at 9:19pm. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The pump was exercised for 24 hours at 1 u/h and the pump history showed 24 units delivered. ¿ez-prime¿ steps were performed correctly with no errors, alarms or warnings during the 24 hour duration test. The pump delivered within specification. Unrelated to the original complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).